Event description:
It was reported to philips that the system gave an alert indicating the generator was not coming up, preventing fluoroscopy and exposure. The user performed two reboots, but the issue persisted. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.